Manufacturer narrative:
A ge rep evaluated the system and reseated the interconnect cable. The system operates as intended.

Event description:
It was reported that the system shut down on its own during a procedure. No pt injury was reported.